Event description:
I was injected with enteryx in 2005 for gerd. It appeared to work on the reflux, but I had pain in the chest, at my only follow-up 10 days later. I was told it should go away. It didn't. I got worse and about six months later was seeing doctors and cardiologists who could not find out what was causing the pain. A couple months, I discovered that enteryx had been recalled and I had some of the issues. A CT scan was done confirming that the polymer has attached to my heart, my right lung, my liver, my spleen, in my stomach and some in my small intestines. I was never notified because the recall only advised doctors to notify patients that had the procedures within the last 30 days since "no long term" issues had been noted. I have dealt with pain that has been increasingly getting worse, possibly causing more problems because I, nor the doctors trying to find the problems associated them to the procedure. Also, if you search the web there are a lot of people who have issues that are getting worse and aren't sure if they should go to their doctors. I was told by boston scientific that they are only monitoring the first couple hundred. Every person that had the procedure needs to have a CT scan completed to identify if the polymer has leaked out. Clear instructions need to be provided stating that it should be conducted without the radioactive dyes. Currently, the manufacturers and the doctors treating me have no idea how to treat me nor what to do with the polymer. I recommend that since so few people world wide were injected, that every effort be made to contact them and make them aware of the possible long term issues that appear to be going under the radar. Event abated after use: no.